Manufacturer narrative:
H6: device evaluation: the lens was returned dry in the case/vial; visual inspection found optic and haptic torn and fibers on lens surface(B)(4).

Manufacturer narrative:
PMA/510(k): n/a this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -9.0/2.5/87 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.